Event description:
It was reported that a failed motor drive and occlusion test errors were observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on the plunger assembly was removed/broken. The investigation found the device dirty, cracked top and right cases and rattled inside. The pump event history showed motor rate error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. Motor rate error was found during occlusion test. Combination of motor assembly, worm coupler, and worm gear were found old, dirty and worn out. The root cause of the reported issue was due normal wear. The technician replaced the worm coupling, worm gear, motor bracket, and motor. Performed occlusion test and all functional tests which passed.